Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that the wand caused a shock to surgeon and a mild burn to skin of pt while in use percutaneously. Pt otherwise is fine.